Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lh 170 i.u. Plus blood collection tubes had low fill and stopper creep out. No report of injury or medical intervention.

Event description:
It was reported that bd vacutainer® lh 170 i.u. Plus blood collection tubes had low fill and stopper creep out. No report of injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, the issues relating to underfill, stopper creepout, and defective stopper molding were not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the issue of low draw volume through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation & testing of the retain samples was conducted and underfill, stopper creepout, and defective stopper molding were not observed as the samples met the required specifications. Further investigation has been initiated through a CAPA relating to the issue of low draw volume. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to the issue of low draw volume. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with the issue of low draw volume and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.